Manufacturer narrative:
One used sample was received for evaluation. Returned unit was pressurized with approximately 20 psi of water using a 30 cc syringe. No sign of leakage was observed. The trigger flush stopcock was actuated during the pressure testing and again, no leaks noted at any point on the assembly. Returned device appears to be in good condition with no defect of any kind noted. Unable to reproduce reported fault.

Event description:
It was reported that the product leaked during use on a baby, resulting in 4mls of blood loss. No adverse health outcome resulted from this event. No medical intervention was required as a result of the blood loss.